Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot, d9, h4. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿patient operated for true garden IV cervical fracture of the right femoral neck ¿ indication for hemiarthropasty by anterior approach. During an intermediate prosthesis, the ring of the cup implant did not fit correctly; the polyethylene did not appear to be well flat. The surgeon took another implant of the same size. No clinical consequences, 30 seconds lost¿ the self cent hip 43x28 gry (lot d24112941) returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the self cent hip 43x28 gry revealed no significant damage or visual defects that could have contributed to the reported event. The evaluation of the returned device, as well as previous analysis performed of related complaints (B)(4), found that the observed slight toggle while the collar and liner are locked inside the cup is acceptable by design and would not contribute to premature failure of the components. Although there was slight movement with thumb pressure between the mating components, the components locked together correctly and performed as design intended. Therefore, the alleged "ring did not fit correctly", is not confirmed and there is no manufacturing or design related product issues found of the mating components in the condition they were received. A manufacturing record evaluation was performed for the finished device [103543000 / d24112941] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the self cent hip 43x28 gry would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [103543000 / d24112941] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [103543000 / d24112941] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: corrected: h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
Patient was operated on for true garden IV cervical fracture of the right femoral neck; indication for hemiarthroplasty by anterior approach. During an intermediate prosthesis, the ring of the cup implant did not fit correctly; the polyethylene did not appear to be well flat. The surgeon took another implant of the same size. No clinical consequences, thirty seconds lost.